Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted due to an infection. The pt had undergone a non-device related percutaneous disc compression, and the physician believed the infection was due to that procedure. The device was working properly prior to explant. The patient was given oral antibiotics and was reportedly doing well following the procedure.